Manufacturer narrative:
Event date unknown. One device was returned for evaluation. Visual inspection revealed the downstream sensor and upstream sensor seal were contaminated. The event history log was unable to be downloaded due to alarm message error code 1260 on the pump display. Functional testing found the mcu board was inoperable which was the most probably root cause of the error code. The mcu board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a 1260 error code. The event occurred during testing. There was no patient involvement and no patient harm reported.